Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's husband, states that the last few times the patient recharged the implantable neurostimulator (ins), after the ins battery is full there is a weird glitch and it stops for a moment and then starts going again and it's causing the patient a slight problem when that happens. It was asked to clarify further and caller placed the patient on the phone. The patient states that she can feel the stimulation stopping for maybe 5 seconds tops and then the stimulation starts again after recharging the ins fully. She states that the ins is on all the time even when she's recharging the ins. Patient states that also where the ins was implanted, it's starting to hurt more and be swollen more. The patient was redirected to the healthcare provider (hcp) to have the ins checked. It was advised that replacing the external equipment would not resolve this issue as the external equipment is working as intended at this time to recharge the ins. The patient states that these problems started within the last few weeks.